Event description:
This lead was explanted and replaced due to an insulation break. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 26 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore at a distance of some 39 cm distal to the is-1 the insulation was found damaged, most likely due to friction between the lead body and a nearby lead. The analysis did not reveal any sign of a material or manufacturing problem.